Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they did some reprogramming, the patient would try out these new options within the next weeks. Another appointment was not scheduled yet and the physician would remain in phone contact with the patient.

Manufacturer narrative:
G2. Foreign: ch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps) in the arm/hand. It was reported that a hcp told the rep about a patient with a cervical lead who is a lorry driver. One of the lorries is fully electric, and when driving the electric lorry with the stimulator on, the patient experienced vertebral pain and pain in the pocket where the ins is located. With the stimulator off, this pain did not occur; however, the patient's neuropathic pain would start again. The patient did not have these pain problems when driving a combustion engine lorry.

Event description:
Additional information was received. It was noted the reprogramming was unsuccessful because the crps pain could not be sufficiently alleviated with the new program group(s). After a short time, the patient had to switch back to the tried-and-tested old program. The back pain caused by the electric truck remains unchanged and unresolved. To trigger the observed phenomenon, it is sufficient for the patient to stand directly next to the electric truck with the stimulator switched on and the ignition of the e-truck switched on, and after a short time the aforementioned back pain occurs. Technical services suggested to see if the sensation was specific to one e-truck or in general for various electric vehicles, and advised to either turn off the stimulator while driving the e-truck or avoid/reduce the use of e-trucks as much as possible. It was asked if there was any literature around this topic to share with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the patient would be seen for follow-up on 19-jan-2026. Additional information was received from the rep reporting that the patient had their planned appointment on (B)(6) 2026. The patient¿s employer has this one e-truck in its fleet. The first journey with the e-lorry was estimated for the beginning of (B)(6) 2025. The complaints start from the first journey with the e-truck, as soon as the ignition is switched on: rather fast and constant pain along the spine up to the buttock pocket. There were no abnormalities beforehand (fall, medical intervention or similar). The patient described the pain like this: like a knife along the spine. She never had this pain before; it only occurs in the e-truck. The pain then remains constant while driving with the e-lorry. After the journey ends, the pain persists and slowly recedes. After longer journeys with the e-lorry the pain can last for the rest of the day. If she switches off the stimulator before starting the e-truck, the pain does not occur. After a short time, however, the crps in the hand, for which the scs was implanted, becomes apparent. The limitations caused by the crps are more severe than the vertebral pain, so switching off the scs was not an option. Scs therapy for crps was fully effective when driving the electric lorry. The vertebral pain could not be provoked (by palpitation or similar). A new x-ray was not done, the electrode position seemed unchanged, with effective therapy and successful mapping into the right hand. Current solution was her employer was currently making sure that she has to travel as little as possible with the e-lorry. She has no problems with the other lorries (fuel-powered). As a trial option, the preferred and successful program b was reprogrammed yesterday to cyclical operation (10 sec on / 20 sec off). She can switch on/off cyclically manually. She will now test this program in everyday life and on her next trip with the e-lorry. If this does not help, she can reduce the stimulation frequency in the next step. Otherwise, nothing conspicuous. Impedances are ok and stable. No swelling or redness. The physician will inform us of the latest findings/developments in this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.